Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer experienced pale color, sweat and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer also stated that he has received multiple no delivery alarms, and doesn't feel that the insulin pump is working properly. The customer declined further troubleshooting, and requested a new insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.